Event description:
The manufacturer received information alleging a check circuit alarm condition occurred related to the pressure delivery. There was no harm or injury reported. The ventilator was returned to the manufacturer for evaluation and the customer's complaint was confirmed. The device's active exhalation control module and overhead blower filter were replaced to address the issue. There was evidence of contamination.